Event description:
Information received from the field does not address the patient's clinical status but notes that during an office check, interrogation found that the device was operating at 70 ppm in voo mode. The device was then reprogrammed to ddd and several minutes later, a reinterrogation showed voo mode again. Attempts to reprogram the device to ddi and a microprocessor download ended with the same results.